Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3: MFR site zip/post code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study. It was reported that this patient was monitored for an additional 24 hours (medication was also administered) for epigastric pain on the day of the index procedure. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere yttrium-90 microspheres was performed on the same day. The catheter was positioned in the left hepatic artery (irrespective of origin) (segments ii/iii/IV); 2.004 gbq was administered to the selective liver through vial 1. Post treatment dosimetry imaging documented a strong uptake of the delivered dose on tumors; dose to total perfused liver was 270 gy and to total perfused tumor was 275 gy. On the same day post index procedure, the subject developed epigastric pain. The radio-embolization was complicated with epigastric pain that led to the monitoring of the subject for an additional 24 hours and treated with paracetamol to reduce the pain. On (B)(6) 2023, the subject was discharged from hospital.